Manufacturer narrative:
H3. Analysis of the recharger found a non-conformance. The recharge antenna failed due to the controller going blank when the recharger was plugged in. Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient reported that when they plug the recharger into the controller to charge the implanted neurostimulator, the controller screen goes completely blank and they can't turn the controller on. Patient also stated that the recharger makes a clicking noise. Patient noted that the controller works fine by itself. Agent had the patient examine the equipment for damage; patient confirmed that there was no visible damage to the equipment, but there was a little bit of wear at the end of the recharger cord where the cord plugs into the controller. Agent attempted to have patient start a charge session; patient mentioned the controller went blank and unresponsive when recharger got plugged in. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.